Event description:
Medtronic is investigating reports of devices that have been used with batteries too depleted of charge to sustain device power in spite of properly functioning low battery warning indicator features.